Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a tip detachment occurred. The lesion was located in the common bile duct. The rx lithotripter compatable basket was advanced to the lesion, however, prior to capturing the stone, the tip of the basket "popped off". The tip was not retrieved. Another manufacturer's stone retrieval basket was used to complete the procedure. The patient's status is reported as "fine".